Event description:
During follow-up, the device was found to be at eri. Premature battery depletion was suspected. Device explant is anticipated. The patient was in stable condition.

Event description:
Additional information was received indicating that the device was explanted.

Event description:
Additional information was received indicating that the device was replaced during the explant procedure and the patient was stable with no adverse consequences reported.